Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, degradation of the device at the distal end led to corrosion and caused an electrical continuity error. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited corrosion on distal end. There was no patient involvement.